Event description:
A report was received that the patient's ipg was not charging properly. The physician suspected malfunction of the device. The patient underwent an explant procedure.

Event description:
A report was received that the patient's ipg was not charging properly. The physician suspected malfunction of the device. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.